Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy xd drug-eluting stent was advanced, however, failed to cross the lesion and defective stent balloon. There were no patient complication reported.

Manufacturer narrative:
Date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.